Manufacturer narrative:
It was reported that a fall occurred while using the device. Due to this, "the resident was sent to hospital and sustained significant injuries (trace subdural hematoma and l1 and l2 transverse process fracture." No additional information was provided. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall from lift.